Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the first mitraclip was implanted in the patient with functional mitral regurgitation (mr) reducing mr from 4 to 3. During device preparation of the second mitraclip, the posterior leaflet was noted to have slipped out of the deployed mitraclip and mr returned to 4. The second clip was deployed medial to the first, but mr remained 4. A third clip was inserted and grasped the leaflets lateral to the first, but the mitral valve gradient increased from 4 to 8. The third clip was not deployed to avoid mitral stenosis. There was no leaflet or tissue damage due to the device issue with the first clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that a definitive cause for the single leaflet device attachment could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.